Event description:
Pump empties bag out faster than programmed. Pt involved, but no injury. Reported for historical reasons.

Event description:
Pump empties bag out faster than programmed. Pt involved, but no injury. Reported for historical reasons.